Manufacturer narrative:
(B)(4).

Event description:
It was reported via a call from the operating room rn to the clinical support specialist (css) on (B)(6) 2014 at 2:13 pm edt that the rn called the hotline due to a purge failure "5" alarm immediately after insertion and the intra-aortic balloon pump (autocat2 wave) was turned on. Indication for use: intra-op. The css then spoke with the perfusionist, for the remainder of the call. The fiberoptix sensor (fos) intra-aortic balloon (iab) was inserted through the sheath via femoral artery without issue to assist with removal from bypass. When the on button was pushed, purge failure "5" alarm occurred. The perfusionist stated that the patient was still on partial bypass and therapy had not been delayed as the patient was not ready to come off bypass. The css and perfusionist verified that the helium tank valve was on (the perfusionist just changed the tank and the helium indicator was all blue). The perfusionist reconnected the driveline connector and the pump recognized the 40cc iab. The perfusionist said there was a trigger on the pump as well. When the on button was pushed they continued to get the purge failure alarm. The perfusionist was able to obtain another iabp, made all the connections and pumping was initiated with no alarms. The css instructed the perfusionist on how to perform a map cal; the perfusionist stated needing to go now as the patient is ready to come off bypass now. The css requested the iabp be sent to biomed for service. The css provided the direct number if any further assistance was needed. The css received no further calls. There is no product for return. There were no x-rays taken and it was unknown if pump strips were generated for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is the patient is receiving iabp therapy successfully as planned during this call. Additional information received stated there was no harm to patient. A second pump was used with very minimal delay. The pump is back in service. It was reported per field service report received on 06/12/2014: symptom- purge failure going onto patient. Not on patient. Used 2nd pump for patient. Findings/action taken: confirmed purge failure. Replaced pneumatic control switch (pcs) assembly. Field mod to 1416. Performed functional check - pass. Software level 2.24.